Event description:
It was reported through the attorney for the patient, as a result of a legal claim, that allegedly "the patient hip came out of the socket on four occasions after the implant. She had a revision in (B) (6) or (B) (6) 2003."

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time. The devices are not available due to the ongoing litigation.